Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image displayed was due to damaged charged coupler device (ccd). The cause of the faulty ccd could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned it was observed: the coupler was noted to be broken. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a diagnostic procedure, the hd autoclavable camera head was not able to hold the telescope. Upon inspection of the customer¿s returned device it was observed, the image was distorted due to damaged charged coupled device (ccd). This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.